Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ controller 2.0 /(B)(4)/ model #: 1420 / expiration date: 2018-08-31 UDI #: (B)(4) mfg date: 2017-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several vad stop alarms with an electrical fault alarm. Moreover, the site observed that the patient had eight controller power ups with associated motor starts. These events were not associated with any driveline or power disconnects. After inspection of the device, it was noted that the driveline cover was still intact and working properly and the site could not reproduce the alarms. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: hvad pump and the controller were not returned for evaluation. Log file analysis revealed multiple vad disconnect alarms, vad stopped alarms, and one electrical fault alarm on june 30, 2018. A vad disconnect alarm was logged at 03:43:19, followed by ten more vad disconnect alarms. At 03:55:17; one electrical fault alarm was logged due to the rear stator not being connected. At 03:55:37, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. In addition, review of the controller log files revealed 12 controller power-ups on june 30, 2018 starting at 03:49:19; these events were likely due to troubleshooting. As a result, the reported "vad stop alarms with an electrical fault alarm" were confirmed. Log file analysis also revealed eight more controller power-ups recorded since july 5, 2018. No anomalies were observed during the recorded controller power ups. The controller was without power for an average of 25 seconds. As a result, the reported "eight controller power ups with associated motor starts" were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and implement corrective actions as required. A possible root cause of the vad disconnect alarms and electrical fault alarm observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. The likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. An internal investigation has been opened to evaluate the pump failing to restart and implement corrective actions as required. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.